Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response, acute renal insufficiency, chest pain, shortness of breath, kidney disease/toxicity, liver disease/toxicity and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. A dust like contaminate on the ui (user interface) panel, keypad, top enclosure, rear panel, bottom enclosure, blower motor, and the blower box. A dark unknown contaminate on the rear panel, top enclosure, ui panel, and the bottom enclosure. Evidence of liquid spots on the blower motor, blower box, and the rear panel. The device was missing the accessory module and sd cover flip doors along with the sd card and philips pollen filter. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code.